Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also stated that insulin pump had blank display. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer stated that insulin pump was exposed to moisture. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime/seating basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly.